Event description:
Report received stating that patient is experiencing halos and starbursts after implantation of the intraocular lens. Lens deposits were noted on the posterior surface of the iol. The lens remains implanted.

Manufacturer narrative:
The lens remains implanted, no identifiers are available related to the manufacturing records. While we are not able to definitively determine the cause of this event, our observation reasonably suggests that it was not manufacturing related. The iol met all manufacturing specifications prior to release. Device remains implanted.